Event description:
It was reported that this right ventricular (rv) lead exhibited an unspecified product performance issue. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported. No additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.